Event description:
The pt presented with a stenotic sfa lesion. A gore viabahn endoprosthesis advanced over a .035' guidewire and through a 7fr introducer sheath. One week post implant, the device thrombosed. Thrombolysis (tpa) was performed which resolved the thrombosis. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.